Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(6) alleging that a one touch verio pro meter read inaccurately erratic. The patient reported blood glucose results of "300 and 50 mg/dl" with a lifescan meter, performed within unknown time frame between each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 15%. Between the two test, the patient reportedly took insulin. The patient did not allege any harm or injury because of the reported issue. The patient was sent replacement product(s).